Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips would not feed into the canal of the jaw. It was impossible to fire the devices as the clips were just falling out of the device. There was no consequence to the pt. The devices were discarded.